Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly and no loose drive support disk anomaly. Device received with missing end cap sticker noted. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery error but not with every battery and there was a little piece on bottom of the insulin pump that may be missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.